Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, after the customer cleaned the speaker holes and reloaded the cartridge the alarm cleared. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.